Event description:
An employee at the user facility rec'd a needle stick on the hand while picking up a 3/4 full sharps container. Kendall's quality assurance department was given information on this incident on may 10, 2000.